Event description:
It was reported by the patient representative that the patient's leads have moved slightly, and the movement is affecting one of their heart valves. The right ventricular (rv) and left ventricular (lv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: vamc4040c100tu stent graft & vamc4040c200tu stent graft implanted: (B)(6) 2014; vamf4040c150tu stent graft implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further report that the rv lead was the lead that interfered with the patient's heart valve, and the patient declined tricuspid vale repair or replacement with repositioning of the lead and opt for continued medical management.